Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended.(B)(4)

Event description:
Upon additional follow up, all symptoms are reported to be resolved. Vision is reported to be good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported stage 3 diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Patient is complaining of light sensitivity. Oral steroid was prescribed. Topical steroid dosage was increased also. Upon follow up, dlk is reported to be stable. No change in vision reported. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.